Manufacturer narrative:
Zimmer biomet complaint number (B)(4). (B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during set up for surgery, the implant would not assemble with the mating implant. There was no patient involvement.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
Reported event was confirmed via visual and dimensional examination. It was identified the device was damaged in a way that suggests device- device misalignment during the impaction process. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is attributed to unintentional user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.